Manufacturer narrative:
Additional information: b2, b5, b6, b7, h1 and h6. B5: upon follow-up, it was reported the patient experienced septicemia (unknown date). It was reported that the seven days after the peritonitis onset, the patient passed away in the hospital. The cause of death was reported as due to septicemia. It was not reported if an autopsy was performed. It was reported that the patient was recovering at the time of death. Antibiotic and pd therapy were ongoing at the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy pd effluent. The cause of the event was unknown. A day after the event onset, the patient was hospitalized and treated with vancomycin injection (2gm, intraperitoneal, every 5th day, ongoing) and ceftazidime injection (1gm, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.